Event description:
It was reported that during the implant attempt, the helix of the right atrial lead would not function and there was fixation difficulty. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on helix mechanism.